Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving gablofen (unknown dose and concentration) lot # 2118-110 via an implantable pump for intractable spasticity. It was reported on (B)(6) 2016 the patient experienced pain in the pump pocket, possibly related to pump position. The patient's parent reported that the pump was slipping/sliding under the pubic bone and caused pain. The etiology of the event was noted as possibly related to the device or therapy and possibly related to the implant procedure. The patient was hospitalized (in-patient) and repositioning occurred as an intervention. The outcome was indicated as 'ongoing'.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 02-aug-2017 indicating the patient was no longer experiencing pain related to the pump sliding under ribs and continued to experience pain as of (B)(6) 2017. The outcome was indicated as 'resolved without sequelae' as of (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study reported the patient's baseline weight was (b(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.